Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the fluid path components found the soft cannula to be flattened and stretched. The length of the soft cannula measured above specification at 1.2155 inches. Additionally, fluid was found to be leaking from a tear in the damaged portion of the external soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and headaches. Once at the hospital the patient was given a chest x-ray as well as a blood test and covid-19 test. The patient was treated with intravenous fluids and a manual injection of 7 units of insulin. The patient was discharged from the hospital after 8 hours. The patient reports being advised to use tylenol as needed for headaches. The patient reports once at home upon removal of the pod from the infusion site (arm) the cannula was found to be bent. The patient applied a new pod.